Event description:
Caller reported a data error alert, occurring after pump shipment. There was no adverse impact to the customer's blood glucose level. Previously, customer resolved same issue by re-entering settings and did not report it; cts advised that replacement pump would be provided and current pump could continue to be used, which caller understood and acknowledged.